Manufacturer narrative:
H6: device codes updated. B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported via social media that the burr separation occurred. A rotapro was selected for use. The burr became separated from the shaft. There was no additional information. It was further reviewed that the image provided did not reflect a burr separation. The image reflected that the rotapro interaction with a stent.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported via social media that the burr separation occurred. A rotapro was selected for use. The burr became separated from the shaft. There was no additional information.